Event description:
During preventive maintenance inspection, a pin was observed missing from one of the tube guide rollers. No adverse consequences were experienced by a patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.